Manufacturer narrative:
A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated to ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The patient's rhythm deteriorated into a ventricular fibrillation. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated to ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The patient's rhythm deteriorated into a ventricular fibrillation. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.